Manufacturer narrative:
Qn#(B)(4). The customer returned one arrow raulerson syringe (ars) and a catheter-over-needle for analysis. Potential signs-of-use in the form of biological material was observed on the ars cannula. Visual analysis of the components did not reveal any defects or anomalies. A vacuum leak test was performed on the samples per inspection procedure. With the plunger body at the bottom of the syringe, the tip of the ars was occluded, and the plunger was pulled back until it stopped. With the tip of the ars still occluded, the plunger was released. The plunger immediately snapped back to a position = 1cc from the starting position. The ars passes the test if the plunger returns to a position = 1cc; therefore, the sample passed the functional inspection. A push leak test was also performed on the ars per inspection procedure. With the plunger body fully out of the barrel, the tip of the ars was occluded, and the plunger was pushed into the barrel. Resistance was encountered, and the plunger was not able to move to the bottom of the barrel; therefore, the sample passed the push leak test. Both tests were initially performed dry. The syringe was used to draw and aspirate water with and without a lab inventory needle attached. The connection point between the introducer needle and the ars appeared secure. The syringe barrel was able to be filled all the way consistently. A device history record review was performed, and no relevant findings were identified. The report of a leaking ars syringe could not be confirmed through complaint investigation. No visual defects were observed, and the ars sample passed all functional and additional testing. Based on the sample received and the report from the customer, no problem could be found with the returned sample. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the ars (syringe) leaked during use.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the ars (syringe) leaked during use.